Manufacturer narrative:
Company comment: the serious expected events of swelling and induration at implant site and the non-serious expected event of warmth at implant site and the non-serious unexpected event of aphthous ulcer were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure. Potential contributory factor for the events include concomitant lipolytic injection treatments. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: restylane lidocaine-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. A batch record review will be performed to rule out a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-nov-2024 by a physician concerning a 20-year-old female patient. Additional information was received on 03-dec-2024 and 09-dec-2024 by the same reporter. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 2 ml of restylane lidocaine (lot 22191) to the nasolabial fold for correction of folds and wrinkles (unknown injection technique and needle type). On the same day, the patient also received lipolytic injection to the cheeks. On (B)(6) 2024, the patient received another lipolytic injection to the cheeks. On (B)(6) 2024, the patient experienced swelling (implant site swelling), induration (implant site induration) and heat (implant site warmth) on the left cheek and face, of severe intensity. On (B)(6) 2024, the patient experienced aphtha (aphthous ulcer) on the left side of the oral area. On the same day, the patient received treatment with hyaluronidase [hyaluronidase] and antibiotics which included intravenous 1g of cefmetazon [cefmetazole sodium] and 1g of viccillin [ampicillin]. Unspecified new quinolones were administered orally from (B)(6) 2024 to the noon of (B)(6) 2024, until when the patient was transferred to a university hospital. On (B)(6) 2024, the patient was hospitalized at the university hospital, and the events of swelling and induration in the face were ongoing. The patient received treatment with 3g of cefazolin [cefazolin sodium]. As of (B)(6) 2024, the events of swelling and induration were resolving. On (B)(6) 2024, the patient was discharged from the hospital. Outcome at the time of the report: swelling was recovering/resolving. Induration was recovering/resolving. Heat was recovering/resolving. Aphtha was recovering/resolving.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-nov-2024 by a physician concerning a 20-year-old female patient. Additional information was received on 03-dec-2024 and 09-dec-2024 by the same reporter. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 2 ml of restylane lidocaine (lot 22191) to the nasolabial fold for correction of folds and wrinkles (unknown injection technique and needle type). On the same day, the patient also received lipolytic injection to the cheeks. On (B)(6) 2024, the patient received another lipolytic injection to the cheeks. On (B)(6) 2024, the patient experienced swelling (implant site swelling), induration (implant site induration) and heat (implant site warmth) on the left cheek and face, of severe intensity. On (B)(6) 2024, the patient experienced aphtha (aphthous ulcer) on the left side of the oral area. On the same day, the patient received treatment with hyaluronidase [hyaluronidase] and antibiotics which included intravenous 1g of cefmetazon [cefmetazole sodium] and 1g of viccillin [ampicillin]. Unspecified new quinolones were administered orally from (B)(6) 2024 to the noon of (B)(6) 2024, until when the patient was transferred to a university hospital. On (B)(6) 2024, the patient was hospitalized at the university hospital, and the events of swelling and induration in the face were ongoing. The patient received treatment with 3g of cefazolin [cefazolin sodium]. As of (B)(6) 2024, the events of swelling and induration were resolving. On (B)(6) 2024, the patient was discharged from the hospital. Outcome at the time of the report: swelling was recovering/resolving. Induration was recovering/resolving. Heat was recovering/resolving. Aphtha was recovering/resolving.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-nov-2024 by a physician concerning a 20-year-old female patient. Additional information was received on 03-dec-2024 and 09-dec-2024 by the same reporter. No specific information on medical history or concomitant medication. The patient had no known allergy. The patient had no experience of ha injection in the past. On (B)(6) 2024, the patient received treatment with 1 ml of restylane lidocaine (lot 22191) to the nasolabial folds for correction of folds and wrinkles (unknown injection technique and needle type). On the same day, the patient also received lipolytic injection with adipotrofin to the cheeks. On (B)(6) 2024, the patient received another lipolytic injection with adipotrofin to the cheeks. On (B)(6) 2024, the patient experienced severe swelling (implant site swelling), induration (implant site induration) and heat (implant site warmth) on the left cheek and face. The patient visited the clinic where she had received the ha injection. Although she received hyaluronidase [hyaluronidase] on this day, the symptoms worsened. On (B)(6) 2024, the patient experienced an aphtha (aphthous ulcer) on the left side of the oral area. On the same day, the patient visited another clinic, to which the reporter belonged, and received treatment with hyaluronidase [hyaluronidase] and antibiotics, including intravenous 1g of cefmetazon [cefmetazole sodium] and 1g of viccillin [ampicillin]. Unspecified new quinolones were administered orally from (B)(6) 2024 to the noon of (B)(6) 2024, at which point the patient was transferred to a university hospital. Additionally, on (B)(6) 2024, the patient received treatment with 3g of cefazolin [cefazolin sodium]. On (B)(6) 2024, the events of swelling and induration in the face were ongoing, and the patient was hospitalized at the university hospital that night. As of (B)(6) 2024, the events of swelling and induration were recovering. On (B)(6) 2024, the patient was discharged from the hospital. On (B)(6) 2024, the reporting physician noted and palpated a subcutaneous induration of approximately 20 x 40 mm in line with the left nasolabial fold, and 100 u of hyaluronidase (sheep) was administered to dissolve it, with suspected residual ha material in depth. The patient was diagnosed with foreign body granuloma (foreign body reaction) associated with infection (implant site infection). Corrective treatment with psl - prednisolone [prednisolone] 25 mg/day was initiated, with a plan to taper the dose by 5 mg every 4 days. On (B)(6) 2024, the subcutaneous induration had slightly decreased in size. Tenderness (implant site pain) had also reduced, and no residual ha material was detected on ultrasound. It was decided to continue oral psl for one week. On (B)(6) 2024, the subcutaneous induration had further decreased and was half the size noted on (B)(6) 2024 but remained tender to palpation. A slow taper of psl over the course of the year was planned. Psl 20 mg/day was continued until (B)(6) 2024. From (B)(6) 2024, psl 15 mg/day would be administered, with a second visit scheduled around (B)(6) 2024. If no issues were observed, the dose would be reduced to 10 mg/day from (B)(6) 2024. Outcome at the time of the report: foreign body granuloma was recovering/resolving. Infection was recovering/resolving. Swelling was recovering/resolving. Induration was recovering/resolving. Heat was recovering/resolving. Tenderness was recovering/resolving. Aphtha was recovering/resolving. Tracking list: v.0 initial, v.1 fu received on 13-dec-24 from the same reporter: events of foreign body granuloma, infection and tenderness added. Corrective treatments, outcome and additional information on course of events updated.

Manufacturer narrative:
Company comment: the serious expected events of foreign body reaction, infection, swelling and induration at implant site, and the non-serious expected events of warmth and pain at implant site, and the non-serious unexpected event of aphthous ulcer were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure. Potential contributory factor for the events includes concomitant lipolytic injection treatments. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. A batch record review was performed. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.